Event description:
It was reported via phone call that the customer passed away in hospice care. The customer was hospitalized on (B)(6) 2020. The cause of death was neuro endocrine. The customer¿s blood glucose was unknown at the time of death. The customer was wearing the insulin pump at the time of death. The customer was not using sensors. The caller agreed to return the insulin pump for analysis.

Manufacturer narrative:
"This report is part of a retrospective review and remediation efforts in response to a warning letter. (B)(4). S/w 4.11e. The unit did not have a battery installed when received. Unit passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and the dat test at 0.0870 inches. Unit powered up properly after the test battery was inserted. Unit was monitored for 2 days. No blank display noted. Unit uploaded properly using carelink. Unit had missing display window cover, scratched case, cracked battery tube threads, case at the corner of the belt clip rail, pillowing keypad overlay and cracked retainer. The test p-cap and reservoir does lock in place in the reservoir compartment. Data analysis: the formatted history file lists data from (B)(6) 2020 to (B)(6) 2020.